Event description:
The customer states that they received a false negative reaction on the provue in the antibody screen test for a sample that was positive in manual gel. No results were reported. There was no harm to any patient.

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and checked functional operations of instrument. The fe verified the fluidics, centrifuge speed, and incubator temps. The provue is operating within specifications. (B)(4) 2nd level identified an issue with cell button size on the crossmatch samples on the provue. The root cause of this was segment preparation when putting the segment sample on the provue. Instrument is operating as expected. No repairs needed. (B)(4).